Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their upper aligner is cutting into their gum above their front teeth and causing bleeding. Provided tips, asked patient to file sharp area on aligner and to us warm saltwater rinses.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.